Event description:
It was reported that during this afib procedure, the patient was noted to have a pericardial effusion shortly after completing the mapping phase and having applied several rf lesion sets. The effusion was noted with the ice catheter. A pericardiocentesis was performed and the patient stabilized without requiring further medical interventions. The user stated that the injury most likely occurred while mapping the la and the laa was accidentally pierced, the effusion developed slowly over a period of time.

Manufacturer narrative:
The facility did not provide further information regarding the patient or the procedure. The facility declined any servicing for hardware products. In future, if the single-use products are returned to bwi, an investigation will be performed and a 3500a supplemental report will be submitted to the FDA. The concomitant devices: carto xp system, (B)(4), catalog # m470001; stockert 70 rf generator, (B)(4), catalog # s7001; coolflow irrigation pump, (B)(4), catalog # cfp002; lasso electrophysiology catheter: lot # 153228706; catalog # d7l1015rt. (B)(4).

Manufacturer narrative:
The additional information was received from customer (affiliate): this event impaired the transverse sinus. A pericardial thoracentesis was performed and 350cc was drawn out with an additional 800cc over the course of 45 minutes. Patient was typed and crossed and sent to or for repair and intervention of transverse sinus with maze procedure. After this adverse event, the patient required extended hospitalization and recovered completely without afib. Prognosis is excellent and possible discharge is (B)(6) 2011. The adverse event happened during the afib procedure and according to the physician; the adverse event was not related to the procedure or the device. The patient status is stable in ica. (B)(4). The catheter was tested and passed electrical test, temperature bath test, generator test, patency and flow rate test, deflection test and for visual characteristics inspection. The root cause of the reported event could not be determined. However, it does not appear to be manufacturing related as the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Complaint cannot be confirmed.